Manufacturer narrative:
Preliminary investigation performed by r&d project manager on photo provided by the branch. Looking at the image attached to the complaint it is visible that ha coating is present on the proximal half of the stem body. This is unexpected, meaning that the stem was not correctly osseointegrated with the patient bone. This should be the cause of the reported loosening. It is not possible to determine the root cause of the reported complaint. Batch review performed on 29 september 2021: lot 155170: (B)(4) items manufactured and released on 11-dec-2015. Expiration date: 2020-nov-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017. Liner was revised as per standard procedure, is not involved in the adverse event.

Event description:
Revision surgery performed 5 years 7 months after the primary due to stem loosening. Stem and liner successfully revised.